Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a threshold change two months post device replacement. It was further reported that fluoroscopy showed the lv lead dislodged into the main body of the coronary sinus with no capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.